Event description:
Event was reported to (B)(4) by an attorney. The patient has experienced pain, erosion, infection, urinary problems, recurrence, and vaginal scarring. No further information has been provided.